Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014. Inratio inr: 2.4. Laboratory inr: 3.9. Therapeutic range: 2.5-3.5. The time between testing was ten minutes. Reportedly, the strip code was not accurate, the finger was "milked" after the finger stick, sufficient blood was unable to be obtained and multiple drops of blood were added to the sample well. There was no reported adverse patient sequela. There was no additional info provided.

Manufacturer narrative:
The customer's improper technique cannot be ruled out as a possible root cause for the unexpected results. Further investigation cannot be pursued because there is no lot number.